Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was ¿tipped¿ and the healthcare provider (hcp) had difficulty finding the refill port. The patient stated that the pump began ¿tipping¿ approximately 1 year prior to the report. The patient also indicated that she had fallen and inquired into the fall being the possible cause of the tipped pump. The patient stated that she falls often and it probably happened around the time of the fall. The patient was to go into the clinic for a dye study on (B)(6) 2013 to check the tip of the catheter. The device system delivered dilaudid and an unknown muscle relaxant. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: 2007-04-02 product type: catheter. (B)(4).

Event description:
Per the patient¿s healthcare provider (hcp), the pump was refilled on (B)(6) 2013 with no mention of any difficulties.